Event description:
Patient arrived to clinic after emergency backup batter (ebb)fault alarm on primary controller. Alarm did not clear with self-test. Verified primary controller software version and that battery had over 2 years of warranty life left. Logfiles downloaded and sent to abbott. Battery replaced.